Event description:
It was reported that the table locks did not actuate, causing the tabletop to move in two axes without resistance. The site discovered the problem while the table was being set-up for the patient. There was no injury reported. This situation could potentially contribute to a serious injury if a patient were to become unsteady and fall.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found mechanical issues with the foot pedals. The foot pedal assembly was replaced. The fe verified that the table locks were performing according to specifications and returned the product to service.